Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# l77603, implanted: (B)(6) 2000, product type: catheter. (B)(4). Analysis of the catheter revealed catheter body hole (or torn catheter) caused by metal pin of pump connector poking through.

Event description:
Information was received via a healthcare provider regarding a patient receiving an unknown drug via an implantable device. Indication for use was noted as non-malignant pain. The healthcare provider reported a patient death on or after (B)(6) 2015. The cause of death was pending, currently unknown at the time of the report. On (B)(6) 2015 the healthcare provider reported the pump was used to morphine at 25 mg/ml, 8.25 mg/day; bupivacaine at 8 mg/ml, 2.64 mg/day; and clonidine at 1100 mcg/ml, 363.4 mcg/day. The patient was also receiving oral morphine every 6 hours, as well as extended release morphine every 12 hours, neurontin (gabapentin), and cymbalta (duloxetine). The nurse did not have any of the patient's medical history available. The cause of death was not known at this time; however, the nurse stated that they were not suspecting the pump as being the cause, and they were not actively investigating the death. The nurse did not have the actual date of death to confirm whether or not it was (B)(6) 2015. On 9/2/15 additional information reported the patient's cause of death was hyperosmolar and hyperglycemic state. The primary cause of death was diabetes mellitus and the secondary cause was ascvd. The pump was returned following the patient's death.

Manufacturer narrative:
(B)(4).